Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) home patient experienced a leaking amia cassette. The patient was connected during therapy when they noticed a puddle of fluid on the floor near a coil of the patient line. The patient was unable to identify where on the cassette the source of the leak was. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.